Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned and sent to the lab for fracture analysis. The analysis results indicate that the distal screwdriver tip fractured. There are superficial wear marks present on the returned driver, consistent with used surgical instruments. The artifacts present on the distal fracture surface suggest where a torsional overload fracture may have initiated and terminated. Material analysis confirmed that the device is made out of the correct material according to specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: - (B)(6). Concomitant medical product: - a 3.5x38mm cann cort bone screw, cat#: 1437538 lot#: rp1927. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a trauma plate procedure, while inserting a screw, the tip of the screwdriver fractured off inside of the screw. The screw was explanted and another was implanted to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.